Event description:
This is a case of likely intraoperative awareness under anesthesia, contributed to by an IV catheter hub design that is difficult to use. I am an anesthesiologist and my hospital frequently uses the "bd nexiva IV catheter with q-syte luer access split septum" for surgical patients. I have noticed that it is frequently difficult to insert the male end of IV tubing into the q-syte IV hub when making intravenous line connections, and the connection is easy to cross-thread, compared to other types of IV needless access hubs. This patient is having cervical spine surgery with neuromonitoring (somatosensory evoked potentials and motor evoked potentials), which necessitates the use of intravenous anesthesia instead of inhaled anesthesia. I connected the IV line containing propofol and fentanyl to the q-syte hub of the patient's IV catheter at the beginning of surgery, and do not recall noticing particular difficulty connecting it. When the patient was moving excessively during surgery, I accessed the IV connection (which, as the patient's arms were tucked at her side, required asking the surgeon to stop the surgery and untucking the arm) and discovered that the connection between (cross-threaded) and leaking. Some of the propofol and fentanyl anesthetic was reaching the patient's bloodstream but a portion was not. Interviewing the patient on postoperative day 2 showed that she likely has recall, of pain and a feeling of electric shocks to the head, from the intraoperative period. I do not believe that this particular q-syte hub was defective or malfunctioning but that the q-syte hub in general is a design that is difficult to use, difficult to insert IV tubing into, and very easy to inadvertently cross-thread.